Event description:
Event: placement of stent in graft. Event details: wirewrap was encountered during this case. Additionally, a wall stent was implanted in the contra limb. The graft was successfully implanted.